Manufacturer narrative:
(B)(4). The customer reported that their monitor froze. No pt harm was reported. In this case, the clinician may possibly not know if the info displayed is up to date. This may cause a serious injury or death. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that their monitor froze. No pt harm was reported.